Event description:
The user facility reported patient had an impella cp placed to support the patient in acute myocardial infarction with cardiogenic shock (ami/cgs). While on support, it was noted that there was slight oozing at the insertion site, pressure was held, lidocaine with epinephrine injected around site, angle matched and site redressed, activated clotting time at time was 398. Additionally, it was noted that the patient was started on continuous renal replacement therapy. Furthermore, the team elected to replace the impella due to positioning. The patient survived the explant and remained on impella support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: b1, e4, h6. The investigation of the reported failure mode has been completed. Access site adverse event: based on the clinical details, the root cause is due to anticoagulation management. The impella cp IFU states that the "activated clotting time (act) should be maintained at 160 to 180 seconds. Device in wrong position: the clinical details state that the pump was replaced due to positioning. There was some positioning alarms seen that were accurately triggered in the logs. Due to lack of clinical information and no product returned, the root cause of the positioning issues cannot be determined. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.